Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the probe the open pneumatic driveline was detached from engine port. We noted the rear shell was pulled back from the engine in returned condition. Microscopic examination confirmed the presence of adhesive residue ring around the closed driveline tubing indicating the probe did undergo the bonding assembly process and was inserted into the engine port. Additionally, a slight bend-line at the distal end of the tubing consistent with tubing that is inserted fully into the engine port was observed further supporting the tubing was connected at one point. More adhesive residue was also observed on the tubing under the rear shell area. The investigation results suggest the pneumatic driveline was connected to the engine port at one point. The investigation determined the evidence of adhesive residue on the tubing and the condition of the tubing-end suggest the driveline was bonded and inserted into the engine port and therefore we are unable to conclusively determine root cause based on the investigation results. The root cause for this complaint could not be conclusively determined based on the results of the investigation, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled probe is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the pneumatic line of vitrector dislodged from the engine during surgery. The procedure type was unknown. A new pack was opened to do the surgery. There was no information about patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened, and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).